Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery the tip of the drill bit broke off. Part of the drill bit could not be removed from the patient and was left in.